Event description:
During troubleshooting, the home patient (hp) stated that they had started therapy before connecting, and then connected to the setup. The technical service representative (tsr) advised the hp to end therapy. The tsr reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started therapy before connecting, and then connected to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.